Manufacturer narrative:
(B)(4). The investigation was completed on 10/11/2017. Retain product was tested and the customer's complaint was not reproduced. Return product was not available.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. Assessment: there are no repeats on either system and different samples were tested. Reporter could not provide answer pertaining to how the blood samples were collected and transferred to the I-stat for testing. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected discrepant sodium (na) result on (B)(6) male (twin) patient born premature . There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. Return product was not available for investigation. Method: I-stat, date: (B)(6) 2017, collection/ test time:17:24 pm / unk, na (mmol/l): 125, sample: a, specimen: type: whole blood (arterial); siemens vista, (B)(6) 2017, 18:27 pm / unk, 148, b, whole blood (arterial) at the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).